Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked at the cassette of the tubing set. Though requested, additional information was not provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
The device was not received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.